Manufacturer narrative:
The event was initially assessed to be not reportable due to limited available data. Device was received for investigation on 22-sep-2025 and the investigation was completed on 28-oct-2025. Upon completion of the investigation, the event was determined to be reportable and reported on 03-nov-2025.

Event description:
The back of the rhinaer stylus tip detached from the device during the procedure causing the tip to slightly slide. The physician scoped and suctioned the nasal airway. The detached component was not recovered. The rhinaer stylus was replaced and the procedure was completed successfully. No patient injury or complication was reported.